Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a right cystoscopy with ureteroscopy with laser procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during the procedure, the fiber broke outside of the patient during use, burning the resident doctor's hand who was holding it. No treatment was required to treat the injury. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 226 cm rom the top of the connector to the break. The second piece measured approximately 91 cm from the break which includes the entire distal tip. There was a light burn mark seen at the break. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on october 16, 2017 that a flexiva 200 tractip laser fiber was used during a right cystoscopy with ureteroscopy with laser procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during the procedure, the fiber broke outside of the patient during use, burning the resident doctor's hand who was holding it. No treatment was required to treat the injury. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.